Event description:
The pt called lfs alleging that their one touch ultra meter was prompting the error 1 message. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative walked pt through troubleshooting and confirmed that the pt was using correct testing technique and so the battery compartment was in good condition. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.